Manufacturer narrative:
Email: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "pain". The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6b, d9, h3, h6.

Manufacturer narrative:
Continued e1 additional email: (B)(6). Additional, changed, and/or corrected data: e1, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Additional observations: white particle observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "pain". The device has been explanted and replaced.